Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report was filed (B)(6), 2012

Event description:
It was reported that during a hip procedure on (B)(6), 2012 a quick connect twist drill broke while drilling into the acetabulum. Surgeon elected to leave the broken tip of the drill in the patient. No further complications have been reported.